Manufacturer narrative:
Device evaluation: failure analysis: received display. Inspected the display assembly externally, no anomalies were found. Installed display assembly on to a known good user interface module (uim). Powered uim in to user mode and the touch screen was responding properly. Cycled the power in to service mode and successfully recalibrated the touch screen. Root cause: failure analysis lab technician was unable to duplicate the reported problem but an unresponsive touch screen is a known issue addressed by an internal investigation.

Manufacturer narrative:
Carefusion file identification number is (B)(4). Customer contact for additional information has been made but at this time no response has been received. It is unknown if the complaint occurred on start up of the device or at a later time. Any additional information that is provided by the customer will be included in a follow-up report. (B)(4).

Event description:
The customer reported a frozen screen on an avea ventilator. The customer. The customer is requesting user interface module (uim). The customer reported no patient involvement or allegation of patient harm.